Event description:
Event description boston scientific received information that this device was opened in error during the implant procedure and was electively not used. There were no allegations or complaints against the device. Subsequently, the device was retrieved from archive for further analysis.